Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. The hcp was warm transferred from mobility. Mobility had confirmed that all the tablet apps were up to date. The hcp was not able to connect to the patient¿s pump. It was noted they tried with all three of their tablets and was still not able to connect. It was further reported they were not even seeing the screen saying it was connecting. The patient was in for a follow-up appointment so they did not need to make any adjustments. The patient left when they were not able to connect. It was noted they did not use the cord to connect to the communicator when trying to initiate telemetry and they were just in a normal office room. The patient just had imaging done recently and wanted to know if that would interfere. Tss reviewed imaging should not be a reason why they were not able to connect. It was noted they had another patient coming in later for a refill and they were concerned if they were not able to connect to the pump, they would not be able to do the refill. The caller was not with the patient. The caller was redirected to contact their local rep about getting an 8840 to assist with programming in the case the tablets continued to give issues with connecting. Patient symptoms were not reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.